Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced no readings been displayed for 30-60mins. The patient reported that while driving, he got stopped by police due to erratic driving and swerving. Police then called the paramedics and the paramedics administered glucagon. It was not specified nor clarified whether emergency medical services checked a blood glucose. The patient recovered after treatment and a family member picked him up from the site. At the time of the report, 2 days after the event, the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced no readings been displayed for 30-60mins. The patient reported that while driving, he got stopped by police due to erratic driving and swerving. Police then called the paramedics and the paramedics administered glucagon. It was not specified nor clarified whether emergency medical services checked a blood glucose. The patient recovered after treatment and a family member picked him up from the site. At the time of the report, 2 days after the event, the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.